Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation, and determine the source of the alleged defect, it is necessary to evaluate the device involved in this complaint. However material from the production line was inspected , and no issues were detected that can be associated with this customer complaint. If the device sample becomes available at a later date this complaint will updated.

Event description:
Customer complaint alleges that the "circuit melted about halfway down." The alleged defect was reported as being detected in a "pre test". No patient involvement was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Upon receipt the ventilator circuit was visually examined for any damage that might have been caused from abuse/misuse/and/or subjected to any toxic environments that could cause physical or chemical damage to the device. The melted area of the circuit was identified and confirmed. It is located approximately in the middle of the inspiratory limb. The melted area of the tube is approximately eight (8) inches long and is severe. No charring or burning of the heated wires or circuit tubing can be seen in the circuit, especially at the site of the melt. The electrical resistance was measured and found to be within specification. The complaint was confirmed. However, all circuits are 100% functionally tested and 100% visually inspected for proper operation at the time of manufacturing, so it is unlikely that this defect was present at that time. The complaint report states that the circuit was pre-tested prior to use on a patient. Normal pre-test conditions are restricted to sst testing (leak testing). If this circuit was electrically connected to a neptune for pretest, the absence of gas flow could have caused the melting event. Other remarks: the IFU states, "continuous flow is required for safe operation". Also, the IFU warns, "do not place tubing directly on patient's skin", "and do not cover tubing with sheets, blankets, towels, clothing, or other materials". Corrective action is not required at this time as the damage observed on the circuit and the described circumstances of use at the time of discovery indicate that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that the "circuit melted about halfway down." The alleged defect was reported as being detected in a "pre test". No patient involvement was reported.